Manufacturer narrative:
In use at the time of the event: cgm model: g7. Mobile os: unknown / unknown / unknown / unknown.

Event description:
It was reported that cgm displayed error message 42 during use with sensor. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions for full pump reset, and completed reset with guidance; cgm error did not return and customer successfully started new sensor session, with no additional information received regarding any further outcome.